Event description:
It was reported that this implantable cardioverter defibrillator (ICD) accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. It was also noted that this ICD delivered an inappropriate electric shock due to sinus tachycardia. The patient will be set to have a ventricular tachycardia (vt) ablation and reprogramming efforts were performed. Currently, this product remains in service and no additional adverse patient effects were reported.